Event description:
A micro-driver rx coronary stent system, length 18mm, diameter 2.500mm, was used to treat a lesion with 80% stenosis in a moderately tortuous, moderately calcified distal lcx. It was reported that, while advancing to the lesion, the stent dislodged from the delivery system inside the vessel. The device was inspected prior to use with no issues noted. It was confirmed that resistance was experienced during advancement of the device to the lesion. The dislodged stent was not removed from the pt. Pt status post procedure was reported as stable. No clinical sequelae have been reported. The device was returned to medtronic for evaluation. The stent was not on the balloon and was not returned as it remained in the pt. Crimp/bake impressions were evident on the un-inflated balloon. The balloon folds were partially opened. There was slight damage to the distal tip, most likely caused by the resistance encountered. Based on info received from the account, the vessel/lesion morphology impacted on the delivery of the device. This most likely impacted on the stent securement and the subsequent dislodgement.

Manufacturer narrative:
(B)(4): evaluation results and conclusions: (calcified lesion, 80% stenosis).